Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -6.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced excessive vaulting. Intraoperatively on the same date as implantation; the lens was removed and replaced with longer length lens and this resolved the problem. The cause of the event was reported as unknown.